Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient presented to the emergency room after receiving a shock. Device interrogation identified the shock was inappropriate due to oversensed noise. A revision procedure was performed, and the system was deactivated. A replacement transvenous system was successfully implanted. No additional adverse patient effects were reported.